Event description:
Report received from the USA stating that during routine testing the motor device was "leaking air." The event was not related to surgery. The reporter was unsure where the air was leaking from. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The motor device was evaluated and the reported condition was duplicated. Evidence indicates this was die to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.